Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please provide lot number >unk to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a coronary artery bypass graft (CABG) procedure on (B)(6)2024 and suture was used. When the doctor held the product by needle holder and pulled it, the suture was detached easily. A second product was used, but the same event occurred. A third product was used successfully. It was not a control release needle. The product was used on blood vessels. There was no surgical delay. Continuous suturing was performed and there was no adverse consequence to the patient. Additional information was requested.